Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched lcd window, cracked on the bottom right corner near display window, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin had cosmetic damage. No further information was provided.